Event description:
Customer reported receiving an error 4, when test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although it is unknown if the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. The customer reported feeling weak and dizzy, being diagnosed with hypoglycemia, and having to eat candy, cake, and drink juice to stabilize glucose levels. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
This an initial report. Lan investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.